Manufacturer narrative:
(B)(4). Additional information: it was intially reported that a colleague infusion pump experienced failure code 03:26. Upon further investigation, it was found that the failure code was a reflection of the time of an event and not an actual event.

Manufacturer narrative:
The device is reported to be available for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Event description:
This is a report of a colleague infusion pump with failure code 03:26, which could have caused an interruption of delivery. The reported condition occurred before use. There was no patient involvement, injury or medical intervention. The software version for the device is currently not known. No additional information is available.